Event description:
In 2009, the patient reported that her blood glucose was elevated to 486 mg/dl. She stated that she "messed up" her last 2 infusion sets while attempting to use her infusion set insertion device. She stated that she began use of the infusion device about one week prior, and her blood glucose has been elevated to "6, 8, 900" mg/dl and her basal rates were recently adjusted. She also reported that she recently had bypass surgery. Upon follow up about 8 days later, the patient stated that her blood glucose returned to normal after receiving emergency supplies from her local representative. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.